Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the loose or intermittent connection in aux drawer 5, which resulted in the drawer not being detected on the bus. A field service engineer (fse) reseated connections after powered down the unit, and the system was rebooted into hardware test application, restored proper communication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 was failed. The customer tried to reboot and recover the drawer, but issue did not resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.